Event description:
Complaint alleged that the paramedics were treating a 57 year old male pt who was without a pulse and who was not breathing. The analysis was started with the device, and it indicated that no shock was advised.they then went to manual mode on the device and determined that the pt was in asystole. The unit was charged to 200 joules, and the shock was administered, they administered a second shock at 300 joules, and then a third, fourth and fifth shock each at 360 joules. The paramedics then ran a summary report on the unit and it indicated that the shocks delivered were 200, 44, 104, 104 and 104 joules. The pt was not converted with the device, but was converted by "other means." There was no adverse effect on the pt.

Manufacturer narrative:
The reported problem was not attributable for the defibrillator. There is no evidence that the defibrillator delivered an incorrect amount of energy to the patient. The discrepancy occurred, subsequent to the event, when using a stand-alone software program resident on a personal computer. The software program is used for data control/quality assurance purposes only.